Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed - usb pin(s) from j3 are damaged. The receiver download retrieved and attached: failed - usb pin(s) from j3 are damaged. Functional test (B)(4): failed - cannot perform functional test due to receiver could not boot up and\or communicate with tester. The complaint was confirmed because the damaged usb pin(s) from j3 prevented the receiver from charging the battery and the rx unit will ceases to function. The reported event that the receiver ceased to function was confirmed.the root cause of receiver ceasing to function are the damaged usb pin(s) from j3.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.